Manufacturer narrative:
The field service engineer (fse) found a clogged vacuum nozzle and unclogged it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. For patient 1, the initial na result was 148 mmol/l. The test was recalibrated and the sample was repeated. The repeat result was 138 mmol/l. For patient 2, the initial na result was 148 mmol/l. The test was recalibrated and the sample was repeated. The repeat result was 142 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.